Event description:
According to the distributor's report, the patient was taken to the have a forehead laceration closed. After the patient returned home, the patient's mother noticed that one eye was glued shut. The family returned to the doctor and an effort was made to open the eye. The mother reports it took seven hours and was not successful. The patient was referred to an opthalmologist who refused treatment. The mother called the distributor and asked for information on how to unglue or remove the adhesive. She also stated that numerous opthalmic ointments and acetone were tried. No further information is reported.